Event description:
It was reported that catheter removal difficulty and tip detachment occurred. Vascular access was obtained via the right radial artery. The target lesion was located in a heavily calcified mid left anterior descending artery. After advancing a 6f guide catheter and a short workhorse wire, pre-dilation was performed with an emerge balloon. The lesion would not yield and the physician decided to use an over-the-wire (otw) balloon to exchange his short workhorse wire for a rota wire to begin a rotablator procedure. A 2.50mm x 12mm nc emerge balloon catheter was inflated at 12 atmospheres inside the guide catheter in the right radial access point to trap the short wire out of the body with the otw system. When the balloon was deflated, the physician experienced significant resistance while pulling the nc emerge balloon out of the guide catheter. When the balloon catheter was finally removed, the distal portion had sheared off and remained inside the guide catheter. The physician removed all wires and the guide catheter together. No part of the device remained inside the patient. Vascular access was then obtained via a femoral approach. A 1.5mm rotablator burr was successfully passed through the lesion; however, the lesion still would not dilate with a balloon and no stent was placed. The patient was rescheduled to return the next day to be treated with a 1.75mm rotablator burr. No patient complications were reported.

Event description:
It was reported that catheter removal difficulty and tip detachment occurred. Vascular access was obtained via the right radial artery. The target lesion was located in a heavily calcified mid left anterior descending artery. After advancing a 6f guide catheter and a short workhorse wire, pre-dilation was performed with an emerge balloon. The lesion would not yield and the physician decided to use an over-the-wire (otw) balloon to exchange his short workhorse wire for a rota wire to begin a rotablator procedure. A 2.50mm x 12mm nc emerge balloon catheter was inflated at 12 atmospheres inside the guide catheter in the right radial access point to trap the short wire out of the body with the otw system. When the balloon was deflated, the physician experienced significant resistance while pulling the nc emerge balloon out of the guide catheter. When the balloon catheter was finally removed, the distal portion had sheared off and remained inside the guide catheter. The physician removed all wires and the guide catheter together. No part of the device remained inside the patient. Vascular access was then obtained via a femoral approach. A 1.5mm rotablator burr was successfully passed through the lesion; however, the lesion still would not dilate with a balloon and no stent was placed. The patient was rescheduled to return the next day to be treated with a 1.75mm rotablator burr. No patient complications were reported. Device evaluated by manufacturer: the returned product consisted of a nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. There were numerous kinks throughout the hypotube and shaft of the device. Majority of the shaft was stretched and there was a complete midshaft separation approximately 2.5cm proximal of the exit notch, confirming the reported distal portion had sheered off. An exact measurement was not possible as due to the stretched shaft. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that catheter removal difficulty and tip detachment occurred. Vascular access was obtained via the right radial artery. The target lesion was located in a heavily calcified mid left anterior descending artery. After advancing a 6f guide catheter and a short workhorse wire, pre-dilation was performed with an emerge balloon. The lesion would not yield and the physician decided to use an over-the-wire (otw) balloon to exchange his short workhorse wire for a rota wire to begin a rotablator procedure. A 2.50mm x 12mm nc emerge balloon catheter was inflated at 12 atmospheres inside the guide catheter in the right radial access point to trap the short wire out of the body with the otw system. When the balloon was deflated, the physician experienced significant resistance while pulling the nc emerge balloon out of the guide catheter. When the balloon catheter was finally removed, the distal portion had sheared off and remained inside the guide catheter. The physician removed all wires and the guide catheter together. No part of the device remained inside the patient. Vascular access was then obtained via a femoral approach. A 1.5mm rotablator burr was successfully passed through the lesion; however, the lesion still would not dilate with a balloon and no stent was placed. The patient was rescheduled to return the next day to be treated with a 1.75mm rotablator burr. No patient complications were reported. Device evaluated by manufacturer: the returned product consisted of a nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. There were numerous kinks throughout the hypotube and shaft of the device. Majority of the shaft was stretched and there was a complete midshaft separation approximately 2.5cm proximal of the exit notch, confirming the reported distal portion had sheered off. An exact measurement was not possible as due to the stretched shaft. Inspection of the remainder of the device presented no other damage or irregularities.